Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission. A nc has been issued.

Event description:
Patient reports being on tray #2 and having alignment issue with bite (jaw is off) on the left side. Subsequently the patient reported sensitivity and pain on the crown on her molar and the fit is not flush on the molars. Further follow-up found the patient has tmj (temporomandibular joint) and is discontinuing aligners at the moment based on dentist recommendation.

Manufacturer narrative:
The date received by manufacturer (g3) was incorrect in the initial report. This report has the corrected date in field g3.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.